Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the report of stroke and left atrial thrombus could not conclusively be established through this evaluation. Review of the submitted log files confirmed sustained low flow alarms associated with no flow; however, a specific cause for this finding could not be conclusively determined. Review of the submitted log files captured a sudden decrease in flow down to 0.0 liters per minute (lpm) on (B)(6) 2024. A sustained low flow hazard alarm was captured over the final approximately 5 hours of the controller event log file with flow at 0.0 lpm. It was noted that power decreased with the onset of the low flow. The system operated at the fixed speed, and there were no other notable alarms active in the log files. The provider team determined that there was no possible intervention for the device, and the device was deactivated on (B)(6) 2024. It was reported on (B)(6) 2024 that the patient remained alive. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The device was not returned for evaluation. He relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, and thromboembolism (venous and arterial non-central nervous system) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 6 lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no intervention possible for the device so a pump deactivation was performed on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a stroke. The patient was found down in the afternoon. The patient had a known left atrial thrombus and recent subtherapeutic international normalized ratio. There was no intervention possible for the device so a pump deactivation was planned. The event log files captured the flow dropping to 0 liters per minute (lpm) on (B)(6) 2024 at 15:35. After flow dropped to 0 lpm, it remained that way for the rest of the event log files. It was noted that motor power trended downward at that time. The pump had a reduction in blood volume.